Event description:
The customer reported that they received a low reservoir alarm. The reservoir still had 40 to 50 units left in the reservoir. The insulin pump is program to alarm when the reservoir reaches 10 to 20 units. The customer changed the reservoir and the insulin pump is working as designed. The customer is concerned that she is not getting the insulin she needs. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.